Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 691 mg/dl at the time of the incident. The customer was at 154 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as tingling in the legs. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also had a motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.